Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a zcb00 19.5 diopter intraocular lens (iol) was implanted in a female patient's eye. The doctor did an ora and he preferred to use another power lens. There was incision enlargement made and suture was used. The lens was removed and replaced with the same model, but different diopter (20.0 ). There were no other medical or surgical interventions required. There was no patient injury reported and the patient outcome was good at the time of discharge. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/16/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in its original packaging. The product was found cut in half, most probably to make remove and replacement possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.